Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the returned straight suction was visibly bent. When attached to a known good tracker, the suction was not recognized and would not verify. There was no damage to the suction tip, but the straight suction tip was visibly bent where g02 reinforced tube ends. The straight suction also failed the divot test with a divot error of 4.0. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the verify instruments task and delayed the surgery by less than one hour. It was reported that the surgeon had difficulties verifying the newly designed straight suction they recently purchased. The straight suction eventually passed verification. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The straight suction was not used for the surgery since it could not be verified.